Event description:
The device was used during a hem-gastrectomy procedure. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. Hospital has reported no patient injury occurred.